Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported by a pt about a red weepy blotchy rash under the tape collar, this was noticed after recent surgery on (B)(6) 2012, this does not itch. The pt has tried other product and was seen by a physician; the physician advised the pt to call about skin care. Skin care was reviewed, the pt alternative products were to be sent to the pt. No additional info provided. Pt outcome was not reported.